Event description:
Patient has hospitalized for hypoglycemia. Patient reports that evening, they had not checked blood sugar because glucose meter was not working and they "felt fine". Patient reports they ate a snack and gave themselves a unit of insulin without checking their blood sugar. Family member came home and found them unresponsive. The paramedics were called and pt was admitted to the hospital. Patient reports they continued to wear insulin pump during hospital stay and afterwards as well. Device passed all technical inspections.